Event description:
Procedure: lap colon resection.reportedly, the towards the end of the surgery, the instrment was clamped down on some tissue and following the seal, the instrument was difficult to open.